Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2020 to treat pelvic organ prolapse. According to the complainant, during the procedure, after deploying the device, there was a noise when the "needle" (capio carrier) returned, and it was noted that the dart detached from the suture inside the patient and was retrieved. It is unknown how the dart was retrieved from the patient. The procedure was completed with another capio slim device. There was no patient injury reported.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6), 2020 to treat pelvic organ prolapse. According to the complainant, during the procedure, after deploying the device, there was a noise when the "needle" (capio carrier) returned, and it was noted that the dart detached from the suture inside the patient and was retrieved. It is unknown how the dart was retrieved from the patient. The procedure was completed with another capio slim device. There was no patient injury reported.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: device code a0501 captures the reportable event of dart detachment. Damaged suture (dart detached) and capio device were received. The reported complaint of dart detachment of device or device component was confirmed. It is consistent with the event description which states the suture was separated. This type of damage most likely occurred as a result of procedure handling. A visual examination of the returned capio slim device revealed that the 10 riveting pins were in place. There were no issues noted with the catch and carrier, handle and the distal end. A functional analysis was also performed and a suture dart for testing was used. Functional analysis revealed that the suture dart was loaded into the carrier. The dart was properly positioned in the carrier and the tip of the dart did not protrude from the capio device tip. The suture was gently pulling down and was held firmly in place. The plunger was fully depressed in one continuous motion, and the dart penetrated into the cage without any issues. The suture did not break during the functional test. Although the lot number of the device was not reported, a customer shipment history search was performed to identify the most probable lot associated with the complaint. This search revealed that lots 25849749, 25462634 and 25789927 are the most probable lots. A device history record (DHR) review performed on the identified lot numbers confirms that the device was manufactured in accordance with the device master record and met manufacturing specifications at the time of release to distribution. Based on the analysis of the returned device, there were no found issues with the capio slim device during visual and functional test using the suture dart for testing. Furthermore, the product record review confirmed that the reported event of dart detachment is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Therefore, the investigation concluded that the most probable cause for this event is no problem detected. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.